Manufacturer narrative:
The implants are currently being evaluated. A follow up report with the results of the investigation will be submitted upon completion.

Event description:
Around 3-months after undergoing posterior fixation spinal surgery, a patient reported low back pain after sustaining a fall. A radiograph image revealed a tulip disengaged from the screw shank. Revision surgery was performed.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3243. Investigation conclusion: 4310, 19. Additional information: b1. Product problem. Visual inspection confirms the complaint. The tulip head has popped off of the screw shank. The construct was rigidly locked down; therefore, the screw was properly assembled and did not cause the disassociation. Based on marks on both devices, it is possible that the construct twisted, causing the screw and tulip assembly to reach max angulation in which the tulip head was forced to pop off from the shank. The disassociation of the tulip and shank was due to excessive loads from the fall of the patient. Review of device history records showed that there were no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risk factors that may affect successful surgical outcomes include alcohol abuse, obesity, patients with poor bone, muscle and/or nerve quality. Patients who use tobacco or nicotine products should be advised of the consequences that an increased incidence of non-union has been reported with patients who use tobacco or nicotine products. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. Implant devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone function mass has developed and been confirmed.